Event description:
Upon receipt of the device, the user reported horizontal lines appeared on the screen of the central control monitor. No other details regarding the nature of the event were provided. Since this event occurred upon receipt of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.